Event description:
It was reported that during a follow-up in clinic, right atrial (ra) lead exhibited non-capture and dislodged lead verified by x-ray. The lead was explanted and replaced. The patient is in stable condition.